Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The bolus wizard functions properly per bolus wizard sample in the 522/722 user guide. There was no bolus wizard anomaly on the device and the motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and device exposed to a magnetic field. Customer's blood glucose went as low as 33 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they receive high blood glucose in the morning and when they give themselves a correction bolus they receive low blood glucose levels. Customer advised they woke up sweaty with a severe low blood glucose level. Customer advised the insulin pump had been exposed to a magnetic field in the past and something was wrong with the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.